Event description:
Endomechanical stapler (echelon by ethicon) malfunctioned. Device stuck in closed position on tissue. Safety release also failed. Additional incision/trocar placed and a slightly larger portion of tissue resected than originally planned. FDA safety report ID# (B)(4).